Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. According to the patient, the insulin is delivered too slowly.

Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.